Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a reset error. The time and date were reset and the rewind was performed. The blood glucose reading was 8.2 mmol/l. After a while, the insulin pump reset itself again and did not react to a new battery. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests or operating currents due to the blank display. Unable to verify the unexpected restart alarms or reset anomalies due to the blank display. The pump had minor scratches on lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.